Manufacturer narrative:
The investigation has been completed. The alleged battery depletion malfunction could not be evaluated due to damaged usb pins.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge dropped from 45% to 30% while connected to a power source. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.